Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08625 inches. The pump primed properly. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 542 mg/dl. The customer's blood glucose was over 600 mg/dl. The customer had symptoms such as throwing up. The customer was given fluids and manual injections at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.